Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 500mcg/ml; 94mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the pump pocket was filling with cerebrospinal fluid (csf). No diagnostics or troubleshooting was performed. The pocket was opened, and it was discovered the connector was not locked during initial implant. No environmental/external/patient factors may have led or contributed to the issue. A catheter revision was performed (B)(6) 2019. A new connector was attached and locked. The explanted connector was discarded. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were unknown. No further complications were reported.